Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-03026.

Event description:
Customer reported he was hospitalized for high blood glucose and diabetic ketoacidosis. Customer was taken by the paramedics to the hospital. Customer was admitted with high blood glucose of 655 mg/dl. Customer does not recall any significant event that led to the hospitalization. Customer declined troubleshooting. Customer also mentioned inaccuracy reading with the sensor. No further information reported.